Manufacturer narrative:
The returned ICD was visually checked after its return, and no anomalies were found. The clinical observation was confirmed during the initial interrogation, the device could no longer be interrogated. The memory content of the device could therefore not be read. Next, the device was opened, and the internal structure was examined. A damaged final shock stage of the electronic module was identified. This damage to the final shock stage indicates a shock delivery into an external low-ohmic shock path. The damage to the module then led to a permanently increased current uptake and subsequently to a discharge of the battery and the resulting inability to interrogate the ICD. There were no sparkover traces or short-circuits that could be related to the clinical observation either within the ICD or the connection system. The low-ohmic shock path clearly resulted from an external short-circuit. Possible clinical complications that could lead to an external short-circuit are, among others, the twiddler syndrome, the ¿subclavian crush¿ syndrome, or other damage to the lead insulation, during which the high-voltage lines come into contact. The manufacturing process of this device was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. In summary, the analysis of the ICD showed damage to the final shock stage due to a shock delivery into an external, low-ohmic shock path. The damage to the final shock stage led to a complete discharge of the battery, which resulted in the clinical observation. This is not a device malfunction.

Event description:
Ous MDR - one day after the implantation of the ICD, a slow vt was reported. It was attempted to terminate the vt with manual atps. After the subsequent intracardiac cardioversion, the ICD could no longer be interrogated. The device was explanted and returned to biotronik for analysis.